Event description:
The report indicated post placement of an optease filter for right lower extremity dvt, the patient was transferred from an outside hospital for treatment of extensive bilateral lower extremity dvt extending to the ivc filter. The patient underwent angiojet thrombectomy in the ivc and the left common iliac and external vein. The patient was initially on anticoagulation at another facility for atrial fibrillation, and developed a supra-therapeutic inr with subsequent rectus sheath hematoma. The anticoagulation was held. The patient was discharged to a rehab facility where he developed a right lower extremity dvt. He was readmitted to the hospital and had an ivc filter placed, but the clot burden increased involving the bilateral iliac veins and the ivc filter.

Manufacturer narrative:
The filter remains implanted and the lot number is not known; therefore a device history record review cannot be completed. Thrombus formation is a known possible complication of filter implantation as indicated in the instructions for use (IFU). The placement of the device does not prevent thrombus formation, but as indicated in the IFU is indicated for the prevention of recurrent pulmonary embolism and is designed for clot capture. Based on the available information, it appears that the event does not represent a case of device failure, but rather is due to the patient's comorbidities and high risk for continued thrombus formation. Therefore, no corrective actions will be taken at this time. Please note: the catalog code entered (optease vena cava filter), represents an unknown optease vena cava filter. The catalog and lot number for the actual product used in the patient is unknown. An investigation was conducted, but the product information was not available.